Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oss stemmed tibial tray catalog#: ni lot#: ni, unknown oss tibial insert catalog#: ni lot#: ni, unknown oss collar catalog#: ni lot#: ni, unknown oss stem catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right knee procedure. Subsequently, a surgeon is requesting a distal femoral replacement for an upcoming revision due to prosthesis failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right knee procedure. Subsequently, the surgeon had requested a distal femoral replacement for a revision due to prosthesis failure. The surgeon has since cancelled his request, and there has been no report of a revision procedure. Attempts were made, and additional information on the reported event is unavailable.